Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tip was damaged. Microscopic examination showed that the dilator tip was pushed back. There were white regions around the tip, indicating that it had been exposed to stress. The inner diameter (ID) of the tip could not be measured due to the damage. The outer diameter (od) of the dilator body was measured and was found to be within specification. The length of the dilator body was measured and was also found to be within specification. A review of the device history records (DHR) for the dilator did not reveal any manufacturing related issues. Graphics eb-17702-003 rev. 4 and az-17702-005 rev. 2 were reviewed as part of the complaint investigation. The instruction booklet (sz-15802-113a) provided with the kit describes an insertion procedure including the step to enlarge the cutaneous puncture site with the cutting edge of a scalpel prior to dilating. The customer did not report whether or not this step was performed. Other remarks: the report that the tip of the dilator became damaged was confirmed through examination of the returned sample. The dilator tip was pushed back, which is characteristic of the dilator encountering resistance during insertion. Based on the appearance of the tip and the report that it occurred during insertion, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the dilator was found damaged. A new kit was used without issue. No patient injury or complication.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.no further information is available at this time. The device product is not sold in the us.similar device is sold in the us.

Event description:
The customer alleges that the dilator was found damaged. A new kit was used without issue. No patient injury or complication.